Event description:
It was reported that the device did not pass delivery rate test. There was unknown patient involvement reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering properly. The cause of the problem was probably a user relater issue. No further action was taken.